Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral intervention treatment procedure, removal difficulties and bleeding occurred. The target lesion was located in the right superficial femoral artery (sfa). A 6.00/2.0cm2135cm otw peripheral cutting balloon catheter was selected to treat the target lesion. The device was inflated with no issue. The balloon was fully deflated to facilitate removal of the device. Upon removal, resistance was encountered while removing through the non-bsc introducer sheath. It was also noted that the balloon did not rewrap properly causing the blade to slice the sheath and possibly part of the vessel. No visible perforation was noted, yet blood was present. Pressure was then applied to stop the bleeding. The blade was neither detached nor lifted. The patient suffered no adverse effects from the procedure.

Event description:
It was reported that during a peripheral intervention treatment procedure, removal difficulties and bleeding occurred. The target lesion was located in the right superficial femoral artery (sfa). A 6.00/2.0cm2135cm otw peripheral cutting balloon catheter was selected to treat the target lesion. The device was inflated with no issue. The balloon was fully deflated to facilitate removal of the device. Upon removal, resistance was encountered while removing through the non-bsc introducer sheath. It was also noted that the balloon did not rewrap properly causing the blade to slice the sheath and possibly part of the vessel. No visible perforation was noted, yet blood was present. Pressure was then applied to stop the bleeding. The blade was neither detached nor lifted. The patient suffered no adverse effects from the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. A 7fr introducer sheath was returned with the complaint device. The sheath was split for 8.2cm from the distal tip and a kink was noted at approximately 8cm from the tip. A visual examination of the returned catheter showed the outer/inflation lumen was stretched down at 45cm to 48cm from the catheter tip. The shaft was also severely kinked at 61cm from the strain relief. Contrast media was present throughout the balloon and inflation lumen. An attempt to inflate the balloon was unsuccessful. The device was soaked in a water to soften the contrast media; however, subsequent attempts to inflate the balloon were unsuccessful due to the severe kink and stretching down of the inflation lumen. A visual examination confirmed that a section of a blade was exposed i.e. Not protected/covered by the balloon refolds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).